Manufacturer narrative:
Mw074020c (mfg. Rep. #1816403-1998-00240); mw074020d (mfg. Rep. #1816403-1998-00241); mw074020e (mfg. Rep. #1816403-1998-00242).

Event description:
Reporter alleges the pt's implants developed crevices and puckering and therefore had to be removed.